Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer fault 117" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was duplicated and attributed to a faulty mode relay on the hv module. Analysis of reports of this type has not identified an increase in trend.